Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and the prime test. The insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified due to an overwritten history file. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer received a motor error alarm as well as a motor position encoder error. Customer's blood glucose level at the time 300mg/dl. Advised insulin pump would be replaced. No additional information was provided.